Event description:
It was reported that dr performed an incision and drainage on the patient for a possible infection. He washed out the joint with irrigation and reimplanted the acetabular liner and the femoral head.